Event description:
During an in clinic follow up, episodes of oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.